Event description:
It was reported that during a lysis of adhesion procedure, the tip of active blade broke on device. The piece of broken blade was not located and assumed to be in the pt. No x-ray was used to search for blade. Another device was used in which a chirping noise was noticed when activated. A third device was used and the pre-run test could not be completed. A fourth device was opened in which a solid tone was noticed when activated. The case was completed using another device.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2010. Eval summary: the analysis showed that the devices (a, c and d) were returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The devices were activated with the generator and an error code 5 was displayed. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result if a broken blade. As the customer reported that one blade's tip broke off and three were received with the blade tip broken off, the blade tip portion may have broken off of the device during transport to our analysis site. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. The device (b) was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and further cracked. The device will stop activating, and either emit a solid tone of display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. When the device is placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard.